Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a clearsign ii amp presented a high impedance issue during the procedure. The procedure was canceled due to this issue. No patient complications. Functional tests demonstrated that both ls pro and micropace were working appropriately after the issue. The product will not return for further analysis. This event is being reported for aborted/cancelled procedure with a patient under sedation.